Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving bupivacaine (30.0 mg/ml at 16.491 mg/day) and dilaudid (hydromorphone) (1.0 mg/ml at 0.5497 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was interrogated on (B)(6) 2016, revealing a pump motor stall with recovery secondary to MRI. There were no interventions performed. The event was related to the device/therapy. The event resolved without sequelae as of (B)(6) 2016. There were no reported symptoms.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have malfunctioned in a matter that would have caused a serious injury or death. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.